Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the contrast, up arrow and down arrow keypad buttons were intermittently unresponsive. There was evidence of keypad contamination found under the keypad buttons. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that presses of the up and down arrow keypad buttons result in scrolling through the menu screens. The patient stated that the issue started a few weeks ago. The patient reportedly wears the pump in a pocket and does not clean the pump. There were no reported blood glucose excursions as a result of the alleged malfunction. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.